Event description:
It was reported that the customer passed away. Caller stated that the customer's last blood glucose recorded in meter or insulin pump was 403 mg/dl. Caller stated that the customer was sick with renal disease prior to passing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.